Manufacturer narrative:
The threads of the anchor have broken off and were not returned. Due to the anchors condition dimensional assessment is prohibitive. The surface area of the anchor where the threads have broken off is heavily burnished. This condition is normally attributed to contact with cortical bone due to off axis insertion. In addition it was reported this device was being utilized in a repair of the piriformis and internis tendons of the hip. The device is only indicated for the gluteus medius and gluteus minimus repairs of the hip.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the surgeon was using this implant in a thr to reattach the piriformis and obturator internis tendons. The anchor was stripped of its threads during the insertion in to the bone. The surgeon re-dilated the hole and used another anchor and completed the case without further incident. There was a reported delay of less than 30 minutes and no patient impact associated with the event.